Manufacturer narrative:
The field service engineer (fse) discovered the diluter interface card, the diff mixing motor, and multiple solenoids on mf15 had also been comprised by the fluid. The laboratory supervisor improved ventilation by opening the door to the hallway and outside and by adding fans inside the laboratory. On inspection, the fse found the power supply had a burned component on the 24v board. The engineer installed the new mf15 and diff mixing motor. After evaluation, the older power supply was put back in use. The instrument was powered up and monitored for additional shorts, smoke or burning smells. None were observed and the fse continued verifying the instrument repair. Latron ls was low and could not be adjusted into range due to a weak 7-year-old laser. The fse replaced and aligned the laser, and adjusted the coefficient of variation (cvs) and offsets to proper specifications. Service activity was verified and results meet published specifications. The unit conformed to the manufacturer's performance specifications. Eval code: interface card. (B)(4).

Event description:
The customer reported no diff results. While troubleshooting, the field service engineer (fse) discovered a fluid leak of approximately 8 to 12 ounces which had originated from the tubing associated with one of the 3-pinch valves: pv 43, 44, and 45 involving coulter lh 500 hematology analyzer. The fluid spill damaged the ls preamp board which most likely caused the no diff results. After changing the tubing for all three pinch valves (which resolved the fluid leak) and installing a new preamp board, the instrument did not boot up properly. The fse cleaned up the fluid using paper towels and antibacterial/microbial wipes. The engineer returned, installed a new power supply, and rebooted the instrument. A small amount of smoke was observed above the power supply and a burning plastic/electronic odor emanated from the fans in the back of the instrument. The fse immediately powered off the instrument and inspected the unit for any fire or other possible hazards. There were no visible sparks, flames or arcs. The fluid leaked onto the table underneath the instrument. The operator was wearing gloves and a lab coat at the time of the incident. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. There was no impact to patient results. The customer has an exposure control/risk management plan at the facility.